Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and required maintenance, and the drawer was unable to be opened. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) identified that medication was jammed in the matrix drawer, cleared the jam, and confirmed that the drawers were operating properly. An application was tested, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.